Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was "down to 39" despite doctors telling them that their heart rate would not be "under 60." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.